Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device failed a charge and boot test as the device was perpetually rebooting. Data was downloaded and retrieved. A review of the data was attempted, but no data was available for the desired time and date range. Functional testing could not be performed. The device was opened for an internal visual inspeciton and passed. The complaint confirmation of a receiver ceasing to function could not be determined. The root cause could not be determined.